Event description:
A nurse reported that two system messages were displayed during a cataract procedure. Firstly, a system message was displayed, consequently the system was restarted. After the restart, another system message was displayed. The system was turned off for a couple minutes. When it was turned on again and the procedure was completed without any complication.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: a company representative examined the system and replaced the footswitch cable. The system was then tested and met all product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Event description:
Additional information received clarified that there was not patient impact and no delay.